Event description:
The pt reported that on (B) (6) 2009 his blood glucose measured 10.9 mmol/l (196 mg/dl) at 8:50am and 11.5 mmol/l (207 mg/dl) at 12:00pm. He noticed the adhesive of the infusion site was loosened. He changed the infusion set and bolused through the infusion device. At 7:20pm, his blood glucose measured 7.7 mmol/l (139 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.